Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed. The field service engineer (fse) advised the customer to log in to recover the failure. Although the failure icon was visible on the screen, there was nothing available to select for recovery. The fse had the customer reboot the medstation. Once back in the application, the logged in again and attempted to recover the failure, but no recovery option was available. The fse then asked the customer to log out. The fse opened the side door of the smart remote manager and manually opened the latch/door, checking the mechanism multiple times. The fse observed that the door was slightly sagging, causing the hasp to scrape the bottom of the smart remote manager when closing. The fse readjusted the smart remote manager to align evenly with the hasp. By repeatedly opening and closing the smart remote manager, the fse created a true failure condition. The fse then asked the customer to log back in and attempt recovery, at which time the smart remote manager failure selection appeared. The customer successfully recovered the failure, and the failure icon cleared from the screen. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager failed and not able to recover even after rebooting the machine. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.